Event description:
It was reported that the customer's wife was changing his infusion set, when "fill tubing" kept appearing on the screen. The customer's blood glucose level was 81 mg/dl. He was unable to exit the preparing to prime loop. The customer was advised to revert to a back up plan. He also had a hard time downloading the information from his insulin pump. The product was returned. Nothing further to report.

Manufacturer narrative:
.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.